Manufacturer narrative:
Full segment display due to faulty interface board. We were unable to replace component due to lack of inventory. We were unable to verify alarm or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to full segment display anomaly. No blank display anomaly noted. The insulin pump had a cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. The insulin pump had a blank display. The insulin pump did not return to normal function. The insulin pump had a couple of cracks on the reservoir threading. Customer's blood glucose level was 126 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.